Manufacturer narrative:
Initial and final MDR (B)(4)-device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced four infusion set leakage events on (B)(6) 2024. The infusion set was in use for 2 days. The blood glucose level was high and the patient was treated with correction bolus. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6006954 have already been tested for visual and flow and leak in the 2107596 on 05/jun/2025. All test results were within specifications as per 2107596 test report. Device history record (DHR) review: the 6006954 was manufactured according to the document work instruction (wi) version 114 on the packing process in the line inset 4 on 12/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 10-jun-2025 against malfunction code 5 leakage (customer states infusion set leaks) and lot 6006954 and one more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples related to leak, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.